Manufacturer narrative:
Device is a combination product. A synergy stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The ninth stent strut on distal end was lifted and pulled in a distal direction. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube shaft identified multiple kinks. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21nov2019. It was reported that difficulty crossing lesion was encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. After the lesion was pre-dilated with a 2.5x20 maverick balloon catheter, a 2.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.